Event description:
The customer reported there was a problem with the system's remote user interface. No pt injury was reported.

Manufacturer narrative:
A ge service rep performed an onsite investigation. A remote user interface and remote were ordered. It is anticipated that replacement of these parts will return the system to it's intended use.